Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was displayed as "high", although a specific value was not provided. Suspected cause was due to pump's time settings being wrong. During troubleshooting with tandem technical support, it was confirmed that the time was incorrect due to issues not attributed to the pump. The customer addressed bg via a correction bolus from the pump, and continued using the pump for insulin therapy.